Event description:
A (B)(6) male patient contacted zoll customer support to report a service code 107. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 107) has been confirmed. As received, the monitor was able to properly detect and treat. However upon evaluation, the monitor was experiencing abnormal shutdowns. The cause of the abnormal shutdowns was an intermittent connection at bga component u500 (dsp) on the ca board. The intermittent connection is likely due to a fractured bga solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. A root cause investigation is currently underway. No adverse event resulted from the defective monitor. The patient received a replacement monitor.